Event description:
On (B)(6) 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was reading inaccurately high. She also mentioned that the device was not powering on. The patient tests her blood glucose twice a day. She takes sliding-scale lantus insulin every evening based on her meter readings. The patient typically takes 35 units of lantus insulin at bedtime but takes less if her meter readings are below a certain level. The patient indicated that the alleged meter issues started the week before she contacted lfs on (B)(6) 2008. The patient reported blood glucose results of "189 mg/dl" with a lifescan meter and "138 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient explained to the medical affairs specialist (mas) that some time after the alleged meter inaccuracy issue started, she dropped the meter. After dropping the meter, the patient claimed that the meter stopped powering on. Since the meter was not turning on, she was reportedly unable to test her blood glucose for about a week. During that time, the patient continued to take her usual dosage of 35 units lantus insulin at bedtime. On an unspecified date/time after the alleged power issue began, the patient claimed that she developed symptoms of shakiness, nervousness, and a headache. The patient denied seeking or receiving medical intervention from a healthcare provider during the time of concern. It is also not clear as to what actions the patient took before and after developing the symptoms. The patient was unwilling to provide additional information. It is not known if the patient tested his blood glucose with the other meter before developing the reported symptoms. The alleged power issue of the meter was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she could not test for about a week due to the meter issue and reportedly developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.